Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative. It was reported that the patient's device was still shutting off automatically. It was reported that the patient had a fall on their back and exasperated their rsd. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight information on 2017-oct-12 was obtained by the hcp office and reported via a manufacturer representative. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2018 reporting that the fall did not affect the system. The cause of the implantable neurostimulator (ins) shutting off was not determined. The manufacturer representative sent the patient home after deactivating adaptive stimulation but the patient reported it was still turning off. During the manufacturer representative meeting on (B)(4) 2018 the scs was off. The consumer planned to turn the device back on if it turned off and note what date it occurred on. The patient had not been in contact with the manufacturer representative since then. It was not clear if the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The patient reported that their therapy is turning on and off by itself. The patient has not been checking their patient programmer when the issue occurs. The stimulation turned off three times on (B)(6) 2017 but when the rep checked the physician programmer diary it showed that the stimulation was on all day. The stimulation was not showing as shutting off due to the battery charge level per the physician programmer diary. The patient did not check their stimulator with the patient programmer when they lost stimulation sensation on (B)(6) 2017. The patient is programmed with low density settings and is only using group c not with adaptive stimulation (as). The stimulation is still in the target area as before. The patient does have as for groups a and b but the patient is not using these groups at all. The rep deactivated it for all groups. The rep requested that the patient confirm with their controller when they sense the device turning off and the rep provided some re-education regarding the functions on the recharger and controller. The rep checked impedances which were all below 1000 ohms but nothing was below 300 ohms and nothing was showing as out of range. No further complications were reported/are anticipated.